Manufacturer narrative:
Date sent to the FDA: 12/02/2020 additional information: d9, h6 additional h-3 summary: it was received for analysis an empty opened labeled winding former and a used needle-suture piece of product. During visual inspection of the sample, the swage and attachment area were as expected. Marks on the body needles that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were observed and a side of the fixation tab was broken. In addition, a side was returned for analysis, the piece was examined and only was noted body fluid. The manufacturing records could not be reviewed as the batch number is unknown. No conclusion could be reached as on what caused that the fixation feature breakage. The instructions for use do contain the following caution: to seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The following information was requested, but unavailable: procedure date? Lot number? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 12/02/2020 corrected information : g1 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If further details are received at a later date, a supplemental medwatch will be sent. (E.g. Procedure date; lot number). Attempts have been made to retrieve the device. To date, the device has not been returned.

Event description:
It was reported that a patient underwent an excavation of uterine fibroids procedure on(B)(6) 2020, and a barbed suture was used. During the procedure, the fixation feature broke. Changed another one to complete surgery. There were no adverse patient consequences reported. Additional information was requested.